Manufacturer narrative:
(B)(4). Batch # p58h3p. Investigation summary: the analysis results that one plee60a device was returned with no visual non-conformances and with a gst60g cartridge reload present. The cartridge was received fully fired and the cartridge pan missing. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: response received from the customer: can you please explain, specifically, how the endocutter failed? The staple cartridge could not be removed from the stapler after use. Was there difficulty installing or removing the cartridge? Removing. Was the cartridge missing staples? No was there an issue with staple deployment or formation? No if so, please explain? N/a was the silver metal cartridge pan separated from the plastic portion of the cartridge? Yes did any pieces of the reload separate from the cartridge? No. If so, were all pieces recovered? Yes did the issues with the cartridge occur outside of the patient? Yes. How was the cartridge finally removed from the stapler? Could not remove from the stapler so n/a . Is the reload available to send for a product analysis? Yes, sent in the stapler.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy "the staple did not come off of the stapler in one piece". There were no patient consequences reported and the device will be returned. There is no additional information available.